Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination was performed on the returned device. The proximal end of the balloon was partially unfolded which indicates it may have been subjected to positive pressure; the distal end of the balloon was still tightly wrapped and was not subjected to positive pressure. A longitudinal tear was identified in the balloon material, 5mm distal to the distal edge of the distal markerband and extended 15mm proximally along the balloon material. The stent was detached from the device and was not returned for further analysis. No damage was observed to the tip of the device. A visual and tactile examination identified one kink 43cm distal to the strain relief on the shaft of the device. This type of damage is consistent with excessive force being applied to the delivery system during device use. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2017. A complaint for a 7.0x40x135 cm express¿ ld vascular stent was reported with no known device issue. However, returned device analysis revealed a balloon longitudinal tear and a detached stent.